Manufacturer narrative:
Correction: health effect code.

Event description:
It was reported that noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. The noise was reproducible during lead provocation testing. Additionally, diagnostic imaging was performed, and no anomalies were observed. No additional intervention was performed to resolve the event, and the patient did not experience any consequences due to the reported event. The patient passed away, but it was not related to the rv lead or the reported event.